Event description:
It was reported that the patient presented in the ER after receiving a shock. Upon interrogation, alerts were received for low hvli and possible output circuit damage. Device was explanted and replaced.

Manufacturer narrative:
Analysis found high voltage output circuit damage on the device, consistent with lead damage. The low voltage functionality was tested on the bench and our automated testing equipment. All of the low voltage test specifications were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.